Event description:
Procise max coblation wand, when initially plugged in for the case, threw an error code "wand expired." The wand according to the package expiration date is not expired (exp: 02-21-2027). These wands can only be plugged in one time. If unplugged and then plugged in again, they will throw the "wand expired" error, this was not the case today, it was only plugged in once. Manufacturer response for electrosurgical, cutting coagulation accessories, coblation (per site reporter). Waiting for the vendor to conduct their investigation.